Event description:
It was reported that during the procedure, after advancing a non-abbott guide wire past a mildly calcified lesion in the mid left anterior descending (lad) coronary artery, and after advancing another non-abbott guide wire into the 1st diagonal coronary artery for side-branch support, a 2.25 x 15 mm multi-link 8 (ml8) stent delivery system was advanced over the 1st guide wire and implanted in the mid lad. Reportedly, the diameter of the proximal end of the lesion in the lad was smaller than the distal end, thus, a smaller diameter of ml8 stent had been selected; as the distal end of the lesion was larger, though the stent appeared angiographically to be apposed to the vessel wall, post-dilation of the implanted stent was planned to ensure that the entire length of the stent was completely apposed to the vessel wall. A 2.5 x 15 nc voyager balloon dilatation catheter (bdc) was then advanced without resistance to the lesion and during the first inflation to below nominal pressure, using an unspecified inflation device, leakage was angiographically observed from the distal part of the balloon. Thus, the balloon catheter was removed out of the anatomy without difficulty. The lesion was further dilated with a non-abbott bdc. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: rinato, sion; guide catheter: launcher. The nc voyager dilatation catheter mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.